Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a coronary diagnostic procedure and the procedure was completed by using a wired foot-switch. The customer reported that the wireless footswitch had connectivity issues. The philips field service engineer (fse) inspected the system onsite. Upon troubleshooting, fse found that the wireless pedal connects and operates with the base without any issues. This was confirmed by running multiple fluoroscopy sequences and film series. The customer resolved the issue by recharging the pedal batteries and restarting the device. The issue had pre-occurred and was resolved by replacing the wireless footswitch. After that, the system was returned to good working condition. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury, and as such, the complaint was reported. Since that time, new information has been received, which has confirmed that the reported failure was related to a charging issue in the wireless footswitch and that this event was not associated with any ongoing fsca. As per the instructions for use (IFU), before using the system, the user must check that the wireless foot switch functions with the system. They should ensure that the charger for the wireless foot switch is working properly prior to using it, and take care not to damage the cable of the charger when moving equipment around the examination room (for example, when moving carts or beds). Alternatively, they could connect a wired foot switch to the auxiliary foot switch connector. Therefore, the charging issue would be noticed prior to procedure commencement and alternative measures (such as using the wired footswitch) would be implemented. This has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the wireless footswitch had connectivity issues. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.